Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no pacing in the ventricle at the time of implant. The following day, an increase in ventricular lead impedance measurements and no pacing was observed. The patient was returned to surgery, the wound was opened and the leads were disconnected from the ipg. The leads could not be completely reinserted into the header. The physician elected to implant a new ipg which functioned appropriately with the leads.